Event description:
The customer contacted baxter's technical service center regarding a therapy question, which occurred on the homechoice (hc) during use, during fill 1. The home patient (hp) stated there was air in the patient line when she started filling in fill 1 and bubbles went into her body. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 in regards to air in tubing (without alarm) and she said she was able to resume therapy after starting over with new supplies. She discussed the air in the tubing with her nurse. She did not notice anything unusual with any of the supplies. She said it was her fault; she had forgotten to prime the patient line, bypassed drain to fill and then noticed air in the patient line. She then realized she forgot to open the clamp and prime the patient line. Since then she has been resuming therapy successfully. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.